Manufacturer narrative:
The field service engineer (fse) discovered a cleaner reagent leaked at the blood sampling valve (bsv). The fse noted the backwash cup (probe wipe) was split and replaced the probe wipe assembly. The fse performed shutdown and startup to verify system operation. The unit conformed to the manufacturer's published performance specifications. The customer has an exposure control management plan at the facility. (B)(4).

Event description:
The customer reported approximately two (2) milliliters of cleaner solution leaked under the blood sampling valve involving coulter lh 750 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the incident. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) assessed the unit at the facility.